Event description:
Reportedly, the first instrument was fired and the anastomosis leaked when tested. The staple line had to be resected. The anastomosis was re-done with the second instrument and air bubbles were seen between the staples. The surgeon took down that anastomosis and hand sewed a new anastomosis. The pt left the or fine. Procedure: low anterior resection.